Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted into the pump and the pump powered on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2014 with the following findings: a review of the pump¿s black box history showed that one unexplainable power reboot was recorded on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. The returned battery cap was not able to be fully secured to the pump but secured enough to complete testing. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. No power losses occurred during testing. The battery cap contact height and width measurements were found to be within the required specifications. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture contamination was observed inside the pump. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.